Manufacturer narrative:
Patient is experiencing prolonged healing time after facial resurfacing with j-plasma procedure. Patient went to ER for treatment following the procedure. Patient is now seeing a dermatologist for follow-up treatments.

Event description:
Patient experiencing prolonged healing after facial resurfacing with j-plasma.